Event description:
It was reported that the patient presented for an atrial fibrillation ablation procedure on (B)(6) 2026. It was noted that the atrial leadless pacemaker (alp) inappropriately reset during the procedure. The specifics of the reset are unknown. The patient was not symptomatic to the reset. The alp was restored to its nominal settings. The patient was stable throughout the procedure and the programming changes.